Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that in clarification of the report that the catheter being in the wrong place the patient had" lack of flow through catheter on his dye study". No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 5.702 mg/day) and clonidine (unknown concentration at 114.03 mcg/day) via an implantable infusion pump. It was reported that the patient had their last pump replaced on (B)(6) 2019 due to normal and expected battery depletion. During the surgery, the doctor noticed that the "catheter wasn¿t in the right place" so they replaced the catheter as well. After the surgery the patient had some swelling in his legs which had not yet resolved by (B)(6) 2020. He said he was "having like blood under [his] skin" which didn't hurt but wasn't resolving. He put his wife on the phone who stated that the doctor thought the reason for the swelling was that the patient hadn't been titrated up to his previous dose. However, now that he was back up to his previous dose, the patient was seeing a cardiologist to try to determine the cause of the swelling. "They don't know if the pump is pressing against something or what, or it it's another medical problem." No further complications were reported.